Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to twisted suture include, but are not limited to, suture tangles due to user not completing full stroke of plunger withdrawal or attempted to retrieve the suture prior to parking foot. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully placed at 10 o'clock and 2 o'clock positions in both the rcfa and the lcfa. The sheaths were upsized to greater than 10f and the tavr procedure was completed. Reportedly post procedure, the first pre-placed suture in the rcfa was being tightened when the suture got braided [twisted] and broke. The second pre-placed suture was being tightened over the wire, when unexpectedly, the suture also got braided and broke. A third proglide device was deployed but the same experience happened. Manual compression was applied in the rcfa to achieve hemostasis. The suture knots of the two successfully preplaced proglide devices in the lcfa were successfully advanced; however, hemostasis was not achieved, therefore, a third proglide device was deployed post procedure to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.